Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. This sample was inspected with a r & d engineer. Functional inspection was performed on the returned sample. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Although the remaining clips were all able to fire properly, the broken ratchet ears could prevent the clips from properly loading into the jaws. Based on the condition of the returned sample, it was determined that the broken ratchet ears were caused by operational context. Other remarks: the device history review for the product auto endo5 ml lot #73b1800190 investigation did not show issues related to the complaint. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip. A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clip fell from applier and not locking at jaw. There was no patient injury.